Event description:
During the procedure, as the surgeon began to use the clip applier, he reported that the device would not fire. The device was removed from the field and a new device utilized. It is unknown if the new device was from the same or different lot.